Event description:
Pt reported the infusion device did not properly display a w2 battery low warning. The infusion device went into the stop mode and displayed an e2 battery empty error, and "nothing could be done." Blood glucose elevated to 23 mmol/l (414 mg/dl) as a result, and pt delivered insulin via pen. The infusion device was replaced and requested for eval. Pt did not require treatment from a health care professional or second party to address the issue. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.